Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The main coil, the delivery wire, the introducer sheath and the rotating hemostatic valve were returned. The pusher wire and the interlocking arm were interlocking; however, the main coil was detached at the interlocking arm detached. The main coil was detached at the interlocking arm, stretched and kinked. Blood was noticed inside the introducer sheath. Twist lock was opened. The functional inspection could not to be performance since the interlocking arm was detached inside the introducer sheath. Under magnification was possible observed the locking arm detached. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23feb2023. It was reported that the coil was stuck at the tip of the delivery catheter and could not be pushed out. A 8mm x 40cm interlock-35 was selected for use in the liver. During the procedure, it was noted that the coil was stuck at the tip of the delivery catheter and could not be pushed out. The entire delivery system was withdrawn and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.